Manufacturer narrative:
Device analysis: the amplatzer muscular vsd occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 6f torqvue loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Image review: review of the medical records and images by aga's medical consultant (who was present at the case in (B)(6) when the device embolized and who helped place and retrieve the device) resulted in the following findings: the baby had a large, oval, mid-muscular vsd. He underwent closure of vsd with an amplatzer mvsd device after echocardiographic and angiographic sizing. The procedure was complicated because of the patient's size and the large defect. A 10mm device was placed successfully. An angiogram performed after the device was released resulted in device embolization into the right ventricle. The device was retrieved successfully. Limited echocardiographic images were recorded. The angiograms were thoroughly reviewed. The echocardiographic images suggested that the muscular ventricular septum toward the apex of the ventricle was significantly mobile during ventricular systole and diastole despite normal size thickness. After device placement, gentle traction on the device revealed that the device was stable. After release, the device rocked significantly with the apical portion of the ventricular septum but remained in place. An angiogram performed after device release contributed to the device embolization. The angiogram was performed at 1200 psi which is significantly high for a small patient and since the ventricular septum was unstable, the high pressures in the left ventricle led to the device embolization. The patient remained stable after device was retrieved. According to aga's medical consultant, the device embolized because of a multitude of factors. Septum - the patient had an unstable and very mobile septum. Sizing - the device was sized according to the recommendations but in hindsight, a larger device may have been more stable. Angiogram - the device was stable until the angiogram was performed. The high pressure injection may have caused the apical septum to move significantly toward the right ventricle resulting in device embolization.

Manufacturer narrative:
Additional information such as images have been requested. When our investigation is complete, a supplemental report will be submitted.

Event description:
According to the initial information received, a 10mm amplatzer muscular vsd occluder (muscvsd) was attempted and embolized shortly thereafter due to an unstable ventricular septum and undersized device. The muscvsd was percutaneously retrieved without issue.